Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to being implanted the implantable cardioverter defibrillator (ICD) displayed a "gray bar" battery longevity indicating a low telemetry battery voltage issue. The device was not utilized and never implanted. There was no patient involvement in this event.